Event description:
It has been reported to philips that the device would not turn on and was stuck at zeroes. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up and camera could not be reset. Upon functional testing, the fse observed that there were no shutdowns/restarts of the device since many days. To resolve the issue, the fse turned the system off and on again and suggested the customer to turn the device off at least once / twice in a day. No further actions were performed by philips as the quote was expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.